Manufacturer narrative:
The failure investigation has been completed and the alleged usb cable issues were verified. Additionally, the alleged power charger issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported impact to the customer¿s blood glucose. The customer continued to use the pump for insulin therapy.